Manufacturer narrative:
Additional FDA product codes include: dxo - transducer, pressure, catheter tip the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use, this pressure monitoring kit "snapped completely right behind the vamp" while connected to an arterial line. This issue occured while repositioning the patient. The stopcock was turned to prevent further blood backing up and there was a minimal amount of blood loss from the patient. There was no allegation of patient injury.